Manufacturer narrative:
Complaint confirmed, the device is cracked, the edges of the inferior side are damaged and the device is chipped on both the superior and inferior sides. A likely cause of the event is user-applied mechanical forces.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the ar-623-t112 and ar-623-t111, broke during use. The case was completed without incident by using a new device.